Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a micro centrifuge vial. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
PMA 510(k):- this product was not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with a -12.5/2.0/92 diopter in the patient's right eye (od) on (B)(6)2017. The lens was explanted on (B)(6)2017 due to excessive vaulting. Lens was exchanged on (B)(6)2017 with a shorter lens and the problem was resolved. On patient's last visit on (B)(6)2017 the best corrected visual acuity is 20/20.